Event description:
The customer reported that a pt's sample did not react using 0.8% surgiscreen lot #8ss426 (cell #3) and in panel cells using mts anti-igg card lot #020806001-14. The customer was unable to provide the lot # of the panel cells used for testing.

Manufacturer narrative:
No sample was provided for investigation by the customer. Therefore, mts was unable to verify the customer's complaint. Mts is unable to explain the negative reactivity obtained by the customer in gel. Based on the available info and the results of the investigation, mts cannot rule out gel card malfunction as contributing factors. Labeling cautions the user as follows: optimal reaction conditions may vary across antibody specificities. No single test method will detect all antibodies. In some low ionic strength test systems, certain antibodies such as anti-e and anti-k have been reported to be nonreactive. False positive or false negative test results can occur from bacterial or chemical contamination of test materials, inadequate incubation time or temperature, improper centrifugation, improper storage of materials, or omission of test samples. Unknowing transfusion of antibody-containing plasma may lead to hemolytic transfusion reaction in susceptible pts. The likelihood of serious injury is thus not remote.